Event description:
PICC dressing was saturated with blood. Upon removal of dressing, it was noted that PICC catheter had a large split. The tip was still intact. The device was discontinued and replaced with a different type from a different manufacturer. Patient was given a dose of vancomycin following a blood culture and cbc. No patient harm.